Event description:
Revision due to metalosis. Patient was symptomatic, raised metal irons and had a painful hip the pinnacle cup was very antiverted and loose. The corail stem was well fixed and therefore a liner and head exchange was performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned femoral head and acetabular insert found nothing outward to suggest product problem. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Additional information was requested but not provided to customer quality. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor through (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.